Manufacturer narrative:
(B)(4). Concomitant medical products- persona ps articular surface, catalog # 42511400710, lot # 62292791, persona ps cemented femoral component, catalog # 42500606401, lot # 62378605. Foreign source- (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2018-00233. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Location of device is unknown.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient experienced a fall and was revised due to pain and loosening. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Femoral and tibial plate components exhibit signs of use (surface scratches). The bone cement remains on the implant. DHR was reviewed and no discrepancies relevant to the reported event were found. Per package insert, persona the personalized knee system: pain and loosening are known adverse effect of this system. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.